Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high sensing integrity counter (sic); the telemetry strips showed pauses that correlated with high rate events. In addition, there was oversensing and noise exhibited, however the issue could not be duplicated during pocket manipulation. It was further noted that the patient had been in the hospital for unrelated symptoms when most of the episodes had occurred. Reprogramming was performed, and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.